Event description:
During a coronary artery drug eluting stenting treatment procedure, blood was noticed in this catheter. The physician attempted to implant a stent in the circumflex artery (cx). However, the stent delivery system (sds) was aspirating blood. The sds was removed from the patient's body without any complications. The procedure was successfully completed with another stent. No patient injuries or complications were reported. Patient status is reported as "satisfactory/good."